Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3889-33, lot# va0t6xb, implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type: lead. Product ID: 3116, serial# (B)(4).

Event description:
The patient reported that their interstim implantable neurostimulator was replaced because they had seizures in late 2015/beginning of 2016 that had broke some of the wires late 2015/beginning of 2016. They hadn't had any seizures for six months or more. It was determined that the wires were broken about two months prior to (B)(6) 2016. The patient was implanted for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.